Event description:
It was reported to boston scientific corporation on september 6, 2005 that an enteryx procedure kit was implanted in a patient six months prior (patient age, gender and weight are unknown). Six injections were performed, delivering a total of 8.7cc's of enteryx solution to the patient. Three injections were performed intramuscularly and 1.1cc was delivered in 3 submucosal injections. According to the complainant, the patient experienced an onset of mild dysphagia and distal esophageal stricture after the procedure. The patient reports the mild dysphagia resolved five days later. The following month, the patient reports the dysphagia has returned and has increased to moderate. This was reduced to mild dysphagia eight days later. Approx two months later, during the patient's 3-month followup visit, the patient had an esophagogastroduodenoscopy (egd) with dilation for treatment of the distal esophageal stricture. The dysphagia was reported as resolved fifteen days later. Approx two months later, the patient had another esophagogastroduodenoscopy (egd) with dilation . The intensity of the stricture was reduced to mild from moderate. A small gastric cardia polyp was also noted during the procedure.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.